Event description:
Patient undergoing cataract surgery, a 24.5 diopter iol -intraoptic lens- inserted into the pt's right eye by surgeon, surgen noted "concretion" on the iol. Surgeon attempted to scrape off "concretion" with spatula instrument-unable. Iol exchanged. Corneal edema noted 1 plus at end of surgery.